Manufacturer narrative:
(B)(4). No conclusion code available. Final analysis found the reported field event of a header anomaly was confirmed in the laboratory. Visual inspection noted the parylene coating on the header was damaged. (B)(4).

Event description:
It was reported that during the implant procedure abrasion was noted on the header of the device. The device was replaced. The patient is stable.